Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supplies were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an invalid signal error message which would prevent the system from booting up. There is no report of pt injury.